Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The receiver data log was provided by the patient. Review of the data log did not confirm the reported event. A root cause cannot be determined.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, upon removal of the sensor pod from the patient's body the sensor wire was broke. The sensor was inserted at the patient's abdomen (B)(6) 2015. No portion of the wire remained in the patient's skin. No additional event or patient information is available.